Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction. UDI corrected from (B)(4) to (B)(4). Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to handling of the device. Additionally, supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several power switching events due to momentary disconnections within the analyzed period. Momentary disconnections will result in an audible tone or ¿beep.¿ additionally, analysis of the event file revealed a controller power up event on (B)(6) 2019, at 12:09:09. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 58% relative state of charge (rsoc) and another battery was connected to power port two (2) with 95% rsoc. The data point after the controller power up event revealed that the first battery was connected to power port one (1) and the second battery was connected to power port two (2). The controller was without power for 9 seconds. A ventricular assist device (vad) disconnect alarm was then logged at 12:25:29 indicating a physical disconnection of the driveline from the controller. As a result, the reported premature power switching event, reported ¿beeps¿, controller loss of power, and vad disconnect alarm events were confirmed. The reported power disconnect alarm and speed drop events were not confirmed since no power disconnect alarms or speed changes were observed within the analyzed period. A power source lubrication procedure was performed on several of the associated power sources on (B)(6) 2018. The most likely root cause of the reported premature power switching event after lubrication and reported ¿beeping¿ can be attributed to momentary disconnections due to contamination of the controller power ports and/or temporary corrosion of the controller-port/power-source pins. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching between port 1 and port 2, beeping, and speed drops. Log file review indicated a ventricular assist device (vad) disconnect alarm and a loss of power to the controller. One power disconnect alarm was also noted. The controller was replaced, and the event resolved. No patient complications have been reported as a result of this event.